Event description:
The customer reported that the screen turned blank and the system would take an exposure by itself. This is consistent with a system lock up resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.